Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. A hole was found on the compressor tubing. Maintenance kit 10000 h was installed and the tube was replaced with the new one. The compressor passed all the tests and returned to clinical use. The root cause of the reported event is the hole on the compressor tube. The cause that led to the hole could not been identified.

Event description:
It was reported that during preventive maintenance, it was noticed that the compressor generated alarms for low pressure. There was no patient involvement. Manufacturer ref. #: (B)(4).